Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. It was reported that hospital staff performed resuscitation efforts and removed the lifevest during the event. Review of the patient's download data indicates the patient received 3 external defibrillations on the date of passing. Per clinical review of the continuous ECG recording, the device was started up at 07:27:17 on (B)(6) 2021. The patient was in sinus tachycardia at 110 bpm at 07:48:21. The patient's rhythm transitioned to vt at 110 bpm with nsvt at approximately 08:13:05. The patient's rhythm then degraded to vf with varying amplitude at approximately 08:14:02. The patient received the first external defibrillation at 08:20:24. The patient's rhythm at the time of the shock and post-shock rhythm were obscured by CPR/motion artifact and electrode lead fall off. Varying amplitudes, the rate of the arrhythmia being below the physician-prescribed rate threshold of 150 bpm, nsvt, and CPR/motion artifact prevented the lifevest from detecting the vt/vf arrhythmia prior to the external defibrillation. The patient's rhythm degraded to vf with CPR/motion artifact and electrode lead fall off following the first external defibrillation. The patient received the second external defibrillation at 08:20:46. The patient's rhythm at the time of the shock was vf with CPR/motion artifact and electrode lead fall off. The patient's post-shock rhythm was asystole with CPR/motion artifact and electrode lead fall off. The patient was in asystole with intermittent cardiac activity, CPR/motion artifact, and electrode lead fall off until the rhythm transitioned to an idioventricular rhythm at 70 bpm with pauses at approximately 08:23:45. The patient's rhythm then degraded to vf with CPR/motion artifact and electrode lead fall off at 08:23:58. The patient received the third external defibrillation at 08:25:21. The patient's rhythm at the time of the shock was vf with CPR/motion artifact and electrode lead fall off. The patient's post-shock rhythm was obscured by CPR/motion artifact and electrode lead fall off. CPR/motion artifact and electrode lead fall off prevented the lifevest from detecting the vf arrhythmia. The patient's rhythm was obscured by CPR/motion artifact and electrode lead fall off until the electrode belt disconnection by hospital staff at 08:30:50.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of the monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. Device manufacture date: monitor 03/01/2016; belt 05/30/2019.